Manufacturer narrative:
Physio-control further examined the removed user interface (ui) pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u2. The removed system controller (sc) pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. Upon powering the device on, the display is white with lines going through it. A white display is indicative of a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced both the system controller (sc) pcb and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.